Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch verio 2 meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2016. The patient manages his diabetes with insulin (self-adjuster) and denied making any changes to his regular diabetes management routine as a result of the alleged product issue. The patient stated that on (B)(6) 2016 at an unspecified time after the alleged product issue began he developed symptoms of sweating and dizzy. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was being used, the patient was unable/unwilling to answer any other troubleshooting questions. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.